Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump does not inflate correctly.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the evaluation of the returned device. A titan touch pump, two cylinders, a reservoir, and a piece of detached inlet tube were received for evaluation. Examination and testing of the returned components revealed two separations in the bladder of cylinder #2. Testing revealed this to these to be sites of leakage. The separations appear to have a central groove, indicating contact with sharp instrumentation such as a needle. Surface abrasion is noted on both exhaust tubes of the pump. No functional abnormalities are noted with the pump, cylinder #1, the reservoir, or the detached inlet tube. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder # 2 occurred subsequent to the device packaging being opened. The information received indicated pinhole leaks in left cylinder. Based on the evaluation, information received, and due to the brief period in-vivo, quality concluded that the separation most likely occurred inadvertently during the implant procedure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 5450805. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, pump does not inflate correctly. Additional information received indicated a leak in system. Surgical exploration demonstrated pinhole leaks in left cylinder, does not inflate.